Event description:
It was reported that far r wave oversensing causing inappropriate atuo mode switching was observed. The device was reprogrammed and continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.